Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, during an unknown procedure, the surgeon applied the reduction forceps with serrated jaw ratchet and it broke. There was no surgical delay. No reported impact on the patient. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for (B)(4).